Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances when programmed bipolar. The lead polarity was changed, and the lead remains in use. A few days later, the lead warning triggered, and the device indicated that a polarity switch had occurred, despite the lead already being programmed unipolar. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.